Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR - it was reported that no dft test was possible during the implantation of the system and during the follow-up one week later. The lead was explanted and replaced, but hasn't been returned for analysis. No worsening of the patient's state of health was reported. The explant date was not provided.